Event description:
It was reported that on (B)(6) 2016, the cusa nxt 24 neuro short handpiece sparked and overheated hurting the surgeon's hand. The event occurred during the first use of the device at the beginning of a craniotomy excision of tumor surgery. The device was not in contact with the patient, whose age and gender were not provided. The hand piece appeared to spark from the tip and it was not near another metal piece, but rather, in the surgeon's hand. The surgeon received a slight shock burn but did not require medical treatment. This was the first use of the tip and the setting was thirty throughout. The tip had not been applied to any tissue at the time of the incident since the surgeon was holding the hand piece and testing it prior to use when it sparked and got hot. Another hand piece was available and used as a result. The product problem only lead to an increase in surgery time whereby another hand piece had to be obtained and set up. However, an exact amount of time was not provided. There was no adverse patient consequence as a result of the event. The hand piece was returned for further evaluation.

Manufacturer narrative:
Integra has completed the internal investigation on 23 feb 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed that the cusa nxt handpiece overheated complaint was confirmed; although during investigation it was observed that the handpiece tested within specifications with the customer¿s gold tip, the handpiece got hot during use due to faulty handle assembly. The DHR review has been deemed satisfactory. Date of manufacture: sep 2014. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. It was noted that the serial number (B)(4) originally reported by the customer was invalid and the correct serial number is (B)(4); therefore ncr (B)(4) initially raised for unavailable serial number (B)(4) documentation is no longer deemed required after clarification of information. No trend has been identified. Conclusion: the customer complaint incident ¿handpiece sparked, and overheated hurting the surgeon's hand¿ was verified and duplicated. Root cause determined; cause of the handpiece sparking and overheating during use was due to faulty handle assembly.